Manufacturer narrative:
(B)(4). Results inherent risks of procedure (failure to deliver the stent <(>&<)> stent deformation), patient's condition affected effectiveness of device (highly calcified lesion). Conclusion: device failure/lack of effectiveness related to patient condition (highly calcified lesion).

Event description:
The physician was using a resolute integrity rapid exchange (rx) drug-eluting stent for treatment of a highly calcified lesion in the posterior descending artery (pda). The device was inserted into the patient but was unable to cross the lesion and was removed. There was no damage to stent on removal. The lesion was predilated and the physician reinserted the resolute integrity rx device. The device was unable to cross the lesion again and was removed. There was no damage to stent on removal. The physician re-positioned the guide wire for better support to attempt to place the stent again. On inspection it was noted that the stent was damaged. Another stent was used to treat the lesion. There was no patient injury or clinical sequelae reported. Device evaluation: the distal tip was flared. The hypotube was kinked distal to the strain relief. A strut on the 1st distal stent segment was raised and deformed. The remaining segments were intact .